Event description:
Hospital in canada reports that during a tfn procedure the helical blade jammed during insertion. The surgeon used heavy hammer hits to try to advance the blade and the coupling screw broke. The surgeon removed the nail and the blade and implanted a lateral femoral nail instead. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
(B)(4): the nail was received with the tang of the locking mechanism sheared off. There was also some minor marks on the nail from removal. This would explain the issue of the helical blade jamming as it went into the nail. Review of the manufacturing documentation verified that the prong was fully deployed at the time of manufacture and release. The device was tested for material which confirmed use of the correct material. The device met all design and manufacturing requirements. The risk analysis adequately addresses the reported event and the design of the device was evaluated and deemed to meet its intended use. The technique guide recommends verification of the position of the locking mechanism after the insertion instrumentation has been connected to the nail. (B)(4): placeholder.